Event description:
It was reported the insulin pump alarmed button error. Customer's blood glucose was 42 mg/dl, treated with food and juice. Customer was at the gym and had the device in his shorts; device was possibly exposed to sweat exposure. The caller was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had moisture damage on keypad traces. All button functioned properly. No button error alarm noted during testing. The insulin pump was received with minor scratches on display window, cracked display window at the bottom right side corner, cracked case on display window corners and cracked reservoir tube lip.